Event description:
A (B)(6) female with long standing history of hypertension and hyperlipidemia, was seen in the out patient setting for chest discomfort, sharp in nature, and decreasing "exertional" capacity. She was admitted on (B)(6) 2013 at 0430 am to ambulatory surgery unit as an outpatient for elective left heart catheterization. At 0750 am during left heart catheterization, the x-ray equipment went down. (Expert fd10, alluraxper fd10, phillips, serial number# (B)(4)) only the left coronary artery angiography had been completed at that time. The cardiac catheterization team were unable to reboot the system. The right coronary artery angioplasty was performed with portable c-arm. The procedure was completed with no further incidents and without harm to the pt. The pt was discharged later the same day as planned. (B)(6) 2013 three in-patient's scheduled for cardiac catheterization were transferred to another acute care facility for completion of these procedures. Additionally, two out-patient scheduled for elective cardiac catheterization were canceled and rescheduled for a later date. As of (B)(6) 2013 the cardiac catheterization x-ray equipment was repaired.